Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care on the floor. The cause of death was severe traumatic brain injury. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but the hospital stated that the customer's blood glucose was off the charts. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer had brain swelling due to a dialysis infection and ketoacidosis. The customer was using sensors. The caller declined to return the insulin pump for analysis as the pump location was unknown, since the customer's apartment was cleaned out.